Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin power supply test failed during self-test alarmed during self test due to moisture damage found on the electrical board connector. Insulin pump had unexpected post-reset ram crc alarm , history pointers failed and trace pointers are invalid after battery insertion due to corroded internal battery connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.